Manufacturer narrative:
To date the device involved in the reported incident has been received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2018, a 00mlx mlx xenon lightsource blew during a case. The device did not touch the patient and no patient injury was reported. Additional information has been requested.

Manufacturer narrative:
Investigation completed on 07mar2018. Corrected data: event description and reported problem updated. A visual inspection of the returned mlx light source found no visible, physical damage. Functional testing found the unit powered "on" but, lamp failed to ignite. Further investigation found a burnt component on the power supply. Power supply failure. The reported issue was confirmed. No manufacturing or design related issues were confirmed

Event description:
The customer reported that on (B)(6) 2018, a 00mlx xenon lightsource blew during a case. One of the reps that joined the case said she saw a flame inside. The device did not touch the patient and no patient injury was reported.